Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that every time she took a bolus, 15 minutes later there was an error and a little black dot. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 460 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No black dot noted during testing. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No unresponsive buttons noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window.